Event description:
Patient reported rupture diagnosed via MRI. Healthcare professional later reported "deformity, large cells, capsular contracture baker grade ii-iii,", "rupture (complete dissolution of implant shell)" and "the present morphology and the present colorings show no highly atypical cells that have the typical immune profile for bia-alcl. " diagnosed via ultrasound, MRI, and bia-alcl test. Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade ii-iii.